Event description:
High impedance was verified on a patient's vns therapy system during an internal periodic programming history review. On (B)(6) 2013 the device was interrogated, then 3 system diagnostics were performed and all resulted in high impedance and low output current readings. On the next recorded visit dated (B)(6) 2015 a system diagnostic was performed that resulted in ok impedance and ok output current readings. The patient's lead has been implanted since 2000, and the patient's generator has been implanted since 2010. No known surgical intervention has occurred to date. No other relevant information has been received to date.